Manufacturer narrative:
The subject device was returned to olympus repair center. The reported event was reproduced. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) of the subject device. Defect of the circuit board in the connector of the subject device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
An scope communication error (b30) occurred and the endoscopic image was not displayed. There was no report of patient injury associated with this event.